Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 190 mg/dl at the time of incident. The customer stated that her blood glucose was 141 mg/dl and sensor glucose was 60 mg/dl when it triggered threshold suspend. The customer stated that her blood glucose was 190 mg/dl and sensor glucose was 290 mg/dl when she pulled her sensor out. The customer stated that she found a bent cannula when she changed her set when she received multiple calibration error alarms. The customer was advised that an infusion set in an area with low body fat may bend against muscle on lean that may cause bent cannulas. The customer stated that she experienced irritation. The customer declined to troubleshoot for sensor glucose inaccurate readings with blood glucose readings nor threshold suspend feature issue. The sensor will not be returned for analysis.